Event description:
The initial reporter stated that they received questionable ise results for an unspecified number of patient samples tested on the cobas 8000 ise module. The reporter stated that they had to correct ise indirect na for gen.2 results for 55 patient samples. The reporter provided data for three patient samples which had erroneous na results that were reported outside of the laboratory. The samples were repeated on a different analyzer and the repeat results were believed to be correct. Prior to testing on the cobas 8000 ise module, the samples were processed on a cobas 8100 pre-analytics system. The first sample initially resulted with an na value of 128 mmol/l, which repeated as 140 mmol/l. The second sample initially resulted with an na value of 134 mmol/l, which repeated as 142 mmol/l. The third sample initially resulted with an na value of 130 mmol/l, which repeated as 143.5 mmol/l on (B)(6) 2019. The patients were not adversely affected. The serial number of the cobas 8000 ise module is (B)(4). The reporter declined service and stated that the issue was resolved after performing a calibration. The provided calibration data did not indicate an issue on the day of the event. Quality controls were acceptable prior to the event and outside of range after the event. Upon review of the alarm trace, multiple abnormal sample aspiration and incomplete calibration alarms occurred on the day of the event. The investigation determined that the issue was resolved by the reporter's actions.